Event description:
It was reported that before a tka procedure, the thumbscrew snapped in the handpiece. There was another backup to use for time being without any delay. No patient was involved or other complications were reported.

Manufacturer narrative:
H10: h6: the navio handpiece thumbscrew, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed, which confirmed the reported problem. The thumbscrew shaft is completely broken into two pieces. A functional evaluation could not be performed due to broken/damaged parts. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be user error. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user¿s manual, as it provides instructions on the proper techniques of tightening the thumbscrews.